Event description:
Subsequent to the initial medwatch report, the complaint device is a 3.5x23 promus and not a 3.0x23 promus.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast in the inflation lumen and loosely folded balloon. The blood in the balloon is consistent with blood entering through the ruptured balloon. This is all consistent with the reported information that the product was prepared for use, inserted in the body, and the stent was deployed. During analysis, a new indeflator filled with water was used in an attempt to pressurize the balloon, when fluid leaked out of a pinhole on the proximal balloon shoulder, confirming the reported balloon rupture. There were no scratches noted. Scanning electron microscopy (sem) analysis determined that the balloon failure may be attributed to mechanical damage to the outer surface and that the leak was located at a proximal u strut impression. Factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, or lesion tortuosity. During use of the product, there can be interaction with the anatomy, previously implanted stents, and/or accessory devices, which may damage or weaken the balloon material and possibly lead to balloon rupture during inflation. The moderately tortuous lesion was reportedly 75% stenosed and there was a previously implanted stent, which may have contributed to the balloon rupture. Additionally, there was no report of any leaks in the product during preparation for use. A conclusive cause cannot be determined for the balloon rupture, as no scratches were noted and the balloon pinhole was located in a proximal stent strut impression. A review of the device history records for this lot did not reveal any nonconforming material records for this lot that could have contributed to the reported event. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Dil cath: quantum maverick 3.5 x12, apollo 3.0 x15. Guide cath: access. Stent: 3.0x23 promus. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during the procedure in the right coronary artery, a 3.0x23 mm promus stent was successfully deployed. An attempt was made to deploy a 3.0x23 mm rx promus stent overlapping the previous stent by inflating the balloon to 9 atmosphere and the stent was deployed. The device "felt strange" to the physician; however, another inflation attempt was made, but the balloon did not inflate. The stent system was removed from the anatomy. Outside the patient anatomy it was noted that the proximal segment of the balloon had ruptured. Post-dilatation was performed and the procedure was successfully completed. There was no adverse patient effect. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Dil cath: quantum maverick 3.5 x12, apollo 3.0 x15. Guide cath: access. Stent: 3.0x23 promus. The device is expected to be returned for evaluation. It has not yet been received.